Manufacturer narrative:
The customer stated that the samples associated to this report were discarded therefore, not available for investigation.

Event description:
In 2007, a customer reported three occurrences of the "inner cannula coming unhooked" during patient use. The customer stated that upon inspection, a cracked was observed near the locking mechanism. The customer stated that the pts are ventilator pt but did not indicate that ventilation was compromised. This report is associated to the second occurrence on rp200703-1379/2936999-2007-00146.